Event description:
The physician tried to cross the lesion in the right renal with an .035 wire, but it was too tight to cross. The physician crossed with a .014 wire and predilated the lesion in the renal. The physician then proceeded to cross with the guide and then crossed the lesion in the renal with the 7x27x120 visi-pro stent. The balloon was inflated to nominal and the stent was deployed successfully. The doctor then chose a 9x20 evercross balloon to flare out the end of the visi-pro stent in the ostium, between the renal and the aorta. The evercrosss balloon inflated to nominal (7atm) and was then deflated and removed. An angiographic picture was taken with the guide in the aorta and the result looked good. The physician closed the common femoral. The staff initially had difficulty waking the patient and it was thought to be due to the pain medication given. The patient was moved to recovery. Approximately 45 minutes later, the physician was alerted to the fact that the patient was having difficulty keeping their blood pressure up. The patient was transported to (B)(6) medical center (B)(6) and within 30 minutes, the patient was headed to the in-patient cath lab. The physician gained access in the right groin, and shot a selective shot of the right renal. There was a perforation at the distal end of the visi-pro stent that was not seen in the previous pictures during the first case. The physician used another balloon to stop the active bleeding. Two stents were placed in the right renal to seal the perforation in the artery. Hemostasis was achieved but the right renal appeared to have thrombosed. The patient expired (B)(6) 2011, one day after the original procedure. Please reference MDR 2183870-2011-002389 for the evercross used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.